Event description:
It was reported that the device exhibited a motor rate error. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of motor rate error. No service history found in last 12 months. Motor rate error was verified and duplicated by motor drive test. Probable cause was worn out worm coupling. Replaced worm coupling, worm gear and lead screw. Device passed all testing.